Manufacturer narrative:
Follow-up #1: date of submission 04/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings:during investigation, the blank display complaint could not be duplicated. The pump was powered on to a dim display with a red hue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.